Event description:
During a coil embolization or a bronchial artery aneurysm, there was resistance between two deltapaq coils and a turbo tracker microcoil. Both coils were found to be damaged during product analysis. The first coil had strong resistance inside the microcatheter, and when the coil was being retrieved, the coil system got ¿broken (but safely removed)¿. The coil was pulled back too much and could not be re-inserted into the sheath. Another coil was inserted, and there was strong resistance from the beginning so the coil was retrieved safely. Competitor's coils were deployed through the same microcatheter after that. It was reported that most likely the cause was the incompatibility of ID of the microcatheter.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs being submitted for this patient identifier. Complaint conclusion: the device was returned for analysis. The turbo tracker 2 marker 18 series infusion microcatheter (0.022¿ proximal tapers down to 0.020¿ distal) was not returned. The tip coil section of the device positioning unit (dpu) was found passing through the resheathing tool and outside the sheath. Located on the top proximal end of the resheathing tool, the v notch has been fractured. The material along the fractured edge has been raised above the surface plane. Copious amounts of granulated contrast-like material were found on the sheath. The resheathing tool was also advanced over the coil. As viewed through the sheath, the proximal end of the coil was severely damaged (compressed), but the distal section of the coil appears undamaged. Due to severe blockages inside the introducer sheath, the coil was backed up and removed through the skive. Located 3mm proximally off the dpu¿s distal tip is a kink. Three contributing factors were found that could have produced the coil¿s resistance inside the microcatheter. The first factor is the fractured v notch on the resheathing tool. When the sheath caught the v notch; this would have produced binding which would have produced significant resistance during coil advancement. For optimum product performance and to prevent potential product damage; the instructions for use (IFU) states; ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 in (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger. ¿ the second contributing factor was the selection of an incompatible 18 series microcatheter to be used with a 10 series microcoil system. For optimum product performance and to prevent potential product damage; the IFU states; ¿proper selection of the appropriately sized microcatheter is required to avoid damage to the micrus microcoil system and to minimize potential complications. The micrus microcoil 10 system is compatible with microcatheters with inner lumen diameters ranging from 0.014 to 0.017 inches (0.356 to 0.432 mm).¿ the turbo tracker microcatheter has an inner diameter of 0.022¿.the third contributing factor was distal interference inside the microcatheter. As stated in the event description; ¿there seemed a blood clot in the mc; so the mc was once flushed.¿ multiple blockages were found inside the sheath that prevented a mandrel from advancing through. The evidence strongly suggests that a blockage inside the microcatheter containing a mixture of blood; protein; and contrast may have produced significant resistance during coil advancement. For optimum product performance and to prevent potential product damage; the IFU states;¿ to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained.¿ since there was no evidence of a manufacturing issue, no corrective actions were taken. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.